Manufacturer narrative:
Approximate age of device ¿ 2 years, 11 months. The explanted device, (B)(4), was returned for evaluation. No device-related issues were identified through the analysis ; however, pieces of another manufacturer¿s device were found within the pump that appeared to have contributed to the reported event. The pump was returned assembled with the driveline cut approximately 9¿ from the pump housing and the distal portion of the driveline was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit with approximately 4.5¿ of graft material was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. The sealed outflow graft bend relief was slightly bent at its proximal end, but was otherwise unremarkable. As the sealed inflow conduit was unscrewed from the pump, approximately 2.5¿ of another manufacturer¿s device was observed within the inlet elbow and entering the pump. Several smaller pieces of this device were also observed on the body of the rotor. The presence of this device within the inlet elbow and on the rotor suggests that it was ingested into the pump, broke into pieces when it came into contact with the spinning rotor, and ultimately got lodged between the rotor and the blood tube, preventing rotation. Visual examination of the device¿s blood-contacting surfaces upon disassembly of (B)(4) revealed no evidence of biological depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017 the patient was admitted to the emergency department with suspected pump thrombosis. The lvad system produced both decreased and increased parameters from baseline, and it was reported that the lvad speed dropped below the low speed limit briefly. The patient underwent a pump exchange due to suspect pump thrombosis, and the device was exchanged for another manufacture¿s pump.